Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to provide 24 hours of therapy when fully charged. As a result, surgical intervention was undertaken on (B)(6) 2023 where the patient's ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not received.